Event description:
It was reported that the device exhibited a magnet rate of 91.5 ppm, a measured battery voltage of 2.62 v, and an eri flag. Previous measured data taken in may 2006 revealed a magnet rate of 98.6 ppm. The device was to be checked at a subsequent visit, but prior to the visit, the patient was hospitalized for a non-pacemaker related event. Initial interrogation revealed measured battery data of 2.64 v, 7 ua, 27.1 kohms. The device was subsequently replaced.